Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that nsrvo (non-sustained right ventricular oversensing) due to post-paced t-wave oversensing was observed on the device via remote transmission. The patient did not receive any therapy during the oversensing. The programming changes were discussed. The patient was stable.